Event description:
An endeavor resolute rx drug-eluting coronary stent delivery system length 18mm, diameter 2.5mm was used to treat a lesion in a patient's mid lad. It was reported that there was a balloon leak during attempted deployment of the stent. The device was inspected prior to use and there were no issues noted. It was reported on the procedural notes that the lesion was pre-dilated with a 2.0x10mm balloon at 14 atmospheres for 10 seconds. The endeavor resolute stent was advanced to the mid lad, and it was reported that there was a balloon leak noticed during pressurization of the device when positioned at the lesion site and the device was removed. A 2.75x18mm endeavor resolute was advanced to the lesion site post removal of the 2.5x18mm endeavor resolute. On attempted inflation a leak was detected. Both the cd of procedural images and the device were returned to medtronic for evaluation. Reference MFR report# 2953200-2009-01559 - 01560. On review of the returned device there was a small tear on the proximal balloon pillow, which confirmed the balloon leak as reported. The longitudinal tear on the proximal fold is consistent with the balloon material being pressed against stenosis or calcium. The procedural cd does not contain any images of the returned units. There are images of the successful deployment and pre-dilation of a stent in the lad. The images of the target lesion located in the lad show what appears to be calcification at the lesion site and the possibility exists that this may have resulted in damage to the balloon during advancement. Therefore, it appears that the balloon leak was procedural related and occurred due to the vessel/lesion morphology.

Manufacturer narrative:
(B)(4): evaluation results: vessel / lesion morphology. Evaluation conclusion: vessel / lesion morphology.